Event description:
Ous MDR - after an implantation period of about 13 months, impedance value >3000 ohm were reported. Furthermore, oversensing - but also true arrhythmias - were reported. Oversensing could not be reproduced in the clinic. The lead remained implanted at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegm's and impedance trend confirmed the artefacts on the rv channel and the intermittently measured high impedance. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.